Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 256 events spanning approximately 16 days (25jun19 ¿ 02jul19 per time stamp). A no external power alarm was active when the patient was connected to the mpu on (B)(6) 2019 between 22:49:30 ¿ 22:49:36. The emergency backup battery (ebb) provided power to the system during these events. The no external power alarm cleared once the patient reconnected to the mpu. Pump operation was not affected. The root cause for the no external power alarm was not conclusively determined through this analysis. Heartmate iii instructions for use and heartmate iii patient handbook addresses how to properly interpret and troubleshoot all system alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year & 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the log file showed a no external power event on (B)(6) 2019. This was caused by power to the mobile power unit (mpu) being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. Some of the power cable disconnects appear routine while others appear to be caused by a weak connect between the batteries and battery clips. Please check the batteries and battery clips for integrity and clean all battery & battery clip contacts with an alcohol wipe. No further information provided.